Manufacturer narrative:
The field service representative checked the instrument and could not find a cause. Performance testing was acceptable. The investigation did not identify a product problem. A general instrument or reagent problem could not be identified. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys total psa immunoassay result from the cobas 8000 cobas e 602 module. The patient had two sample tubes drawn at the same time for two different doctors. The total psa result for one sample was 9.5 ng/ml. From other cobas 8000 cobas e 602 modules, the results for the other sample were 1.79 ng/ml and 1.7 ng/ml. The results were reported outside of the laboratory and were questioned by the doctor. The result of 1.7 ng/ml was believed to be correct. There was no allegation of an adverse event. The reagent lot number was 366540.